Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. With the limited information provided, we cannot confirm if this patient's experience is within scope of this recall at this time; however, since an explant date was provided this report is being submitted as a serious injury and recall data has been provided. If additional information is received this record will be evaluated for a supplemental report.

Event description:
Stryker 36mm metal head recall patient.